Manufacturer narrative:
Event description: it was reported that the patient was implanted with a sl cementless shell on (B)(6) 1994 and underwent a revision surgery on july 06, 2018 due to pain, cup loosening and osteolysis. Review of received data: - review of available information. The given height and weight of the patient results in a bmi of 30.8 which can be classified as obese class I (moderately obese) according to the bmi scale (bmi 30 - 35). - letter from the surgeon. In addition to the patient data already mentioned on the first page of this report the following information can be summarized. The patient has a rather high activity level. An alloclassic stem was used for the primary implantation. Course: progressive hip pain, associated with limping, since beginning of 2017. This has led to a follow-up visit where osteolysis has been detected in the acetabulum as well as in the proximal femur, with displacement of the cup. Blood samples taken on (B)(6) 2018 (preoperative): cr 2.4 g/l, co 2.9 g/l. Revision: during revision it was observed that the metal inlay was detached from the polyethylene liner before manipulations at the cup were performed. - revision report of (B)(6) 2018 performed by dr. (B)(6) . Diagnosis: cup loosening with large periprosthetic osteolysis after right total hip replacement (thr) on (B)(6) 1994 using a metal-on-metal pairing. Left thr was performed on (B)(6) 1995. Indication: in recent years, the patient had increasing, load-dependent lateral pain and groin pain. Clinically and radiologically, loose screws and osteolysis around the proximal femur are evident, and the stem appears to be stable. The pre-operative hip puncture did not show any evidence of pathogens. Procedure: skin incision and exposure of the acetabulum is done. The cup is wobbling. The metasul head is removed without problems. The insert and the screws are removed. The shell is removed. Three of the screws are broken, but can be easily removed. The bottom of the acetabulum is curetted and large osteolysis is visible in the cranial direction which is debrided. Two tissue samples are taken from the bottom of the acetabulum as well as the capsule for bacteriological testing and additionally, one sample from each location for histology. The rest of the procedure describes the steps to debride the acetabulum, reaming, impaction of allograft femoral bone using a müller trial cup and definitive impaction of a 64 mm versafit cup. A highly crosslinked polyethylene is inserted and finally a 36 xl biolox head is placed. - blood test report. The following results are indicated in the report. Chromium (blood): (B)(6) 2018: 45.6 nmol/l (reference: 15.0-75.0 < 135 endoprosthesis). (B)(6) 2018: 29.6 nmol/l (reference: 15.0-75.0 < 135 endoprosthesis). Cobalt (blood): (B)(6) 2018: 48.5 nmol/l (reference: 8.5-66.0 < 119 endoprosthesis). (B)(6) 2018: 41.4 nmol/l (reference: 8.5-66.0 < 119 endoprosthesis). - histology report, input (B)(6) 2018, output (B)(6) 2018 info from the clinic: cup loosening of a metal-on-metal bearing. Exclusion of infection. Examined material: 1. Capsule. 2. Bottom of the acetabulum. Diagnosis: material 1: sclerotic tissue with abundant detritus, bone particles, peri-focal xanthomatous inflammation, foreign body giant cell reaction and detection of black granular material consistent with metal wear and birefringent material compatible with polyethylene wear. No neutrophilic granulocytes. Material 2: sclerotic tissue with abundant detritus, bone particles, peri-focal xanthomatous inflammation, foreign body giant cell reaction, bleeding residuals and detection of black granular material consistent with metal wear and birefringent material compatible with polyethylene wear. No neutrophilic granulocytes. - x-rays. Throughout the x-ray follow-up there are differences in contrast and brightness as well as slight changes of the patient¿s position. The x-rays showing only the left hip prosthesis, the MRI images and the x-ray taken after the revision were not included in the evaluation. (B)(6) 1994/(B)(6) 1994, pelvis overview and second view: there is a total hip prosthesis implanted in the right hip. The cup is implanted with several screws. Based on the stem¿s curvature and the number of holes in the trochanteric wing (5 instead of 4) it seems that the stem is not an alloclassic as reported in the surgeon¿s letter but rather a competitor product, type zweymüller. 1994 - 2004, pelvis overview and second view: there are no obvious changes on the x-rays within this timeframe and therefore only the x-rays from (B)(6) 2004 are shown for comparison with the next study date. (B)(6) 2008, pelvis overview and second view: compared with the ap view taken on (B)(6) 2004, the outside of the trochanter major has a more irregular border. There are no obvious changes when comparing the second views from 2004 and 2008. (B)(6) 2014, pelvis overview and second view: compared with the previous ap view there is some increased radiolucency on the medial side of the stem in the proximal region of the femur. A radiolucent zone is visible at the lower edge of the cup. For comparison, the previous similar orientation x-ray is from 15 apr 1994. Compared with this, there are osteolytic changes visible in the proximal femur. (B)(6) 2018, pelvis overview and second view: compared with the previous ap view, a large bone defect can be observed periprosthetic medial and lateral in the proximal stem area. The cup is in a slightly different position and one broken screw is visible. At the lower edge of the cup the radiolucent zone appears enlarged. Compared with the previous second view, a large bone defect can be observed on the anterior and posterior side of the stem in the proximal femur. Product evaluation: - visual examination: on the anchoring surface of the sl titanium shell there are some small bone attachment areas visible. Several small polished spots can be observed around the pole extending to one side of the shell. Damage from contact with the screws can be seen around three of the screw holes. On the inner side of the shell also including the snap-fit area numerous shiny polished spots can be seen. The central deepening for the pole pin is slightly polished. All five screw holes show marks from contact with the screws. Some damage from revision surgery in the form of scratches is visible on the anchoring and inner sides of the shell. In the as-received condition of the metasul sl insert, the metasul inlay was in a tilted position protruding out of the polyethylene liner. By applying hand force it was observed that the inlay could not be moved. The screw used to remove the insert from the shell was still in the polyethylene. To simulate the in vivo situation the insert was kept at 37° for 2 hours in deionized water. Before the test, the position of the inlay in the liner was marked. After 2 hours, the insert was taken out of the water. The inlay could be easily removed from the polyethylene liner by applying hand force. On the rim of the polyethylene liner cuts, scratches and the screw from revision can be observed. Areas with layer delamination (some are brown discolored) and cracks can be seen on the polyethylene rim and on the teeth. On the inside of the polyethylene liner the screw from revision is passing through the area where the metasul inlay used to be. The screw was removed for further investigation. The layer delamination and cracks seen on the rim extend slightly to the cylindrical area of the inner diameter of the liner. Areas with a roughened appearance and polished areas can be observed on the steps for the metasul inlay. The contour of the shell¿s screw holes and the three radial slots are indented on the anchoring side of the polyethylene liner. Machining marks are only recognizable inside this contour whereas on the rest of the anchoring side of the liner backside changes can be observed. Inside the contour of the five screw holes, polished indentations from screw heads can be recognized. Some metal particles are embedded on the anchoring side of the liner. Layer delamination can be observed on the pole pin. On the steps of the anchoring side of the metasul inlay polished spots can be seen. On one side there is a mark from contact with the screw used to remove the insert from the shell. On the articulation surface of the metasul inlay numerous fine scratches can be seen. An investigation of the articulation surface of the inlay with a low power microscope revealed that the bevel of the spherical calotte is possibly worn on approximately 10 mm of its circumference. On about ¾ of the inlay¿s rim circumference, smeared material can be observed. On the articulation surface of the metasul head numerous fine scratches can be seen. Areas with damage from an electrocautery tool can also be recognized. The articulation surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). Almost on the entire articulation surface various scratches are visible and the carbides, which protruded slightly in the original surface state, are leveled. Only in a small region below the equator the original surface state with the slightly protruding carbides is recognizable. In the scratched area a slight difference in height was observed which could indicate a partial borderline between loaded and unloaded area. The head taper is inconspicuous. Two of the five screws received are fractured. Some bone attachments can be seen on two of the screws. The screw heads show some damage and smeared material. - measurements: the wear measurement of the articulation surfaces of the sl insert was carried out on a 3d measuring machine type cmm5, sip geneva. The total, linear wear value for the head is 40.1 ¿m which results in an annual wear rate of 1.7 ¿m. For the metasul inlay the wear map shows two wear zones, one located close to the bevel and one located on the spherical calotte, slightly offset from the pole. Favoring the wear zone located on the spherical calotte, the total, linear wear value amounts to 6.3 ¿m resulting in an annual wear rate of 0.3 ¿m. Favoring the wear zone close to the bevel, the total, linear wear value amounts to 23.6 ¿m resulting in an annual wear rate of 1.0 ¿m. Due to the measuring method it is not possible to measure the entire articulation surface of the insert. The measurement only covers the surface from the center of the component up to 80°. Thus, due to the position of the wear zone at the bevel it has to be assumed that the wear area could not be measured entirely. Therefore, the bevel wear value does not reflect the true amount of wear. For a metasul pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was not approved as the stem is not a zimmer biomet product. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: the sl titanium shell, sl metasul insert and metasul head were revised after 24 years and 3 months in vivo due to cup loosening and large periprosthetic osteolysis. According to the received information the stem used in the primary implantation was an alloclassic stem and not revised. Based on the stem¿s curvature and the number of holes in the trochanteric wing (5 instead of 4) seen in the x-ray follow-up, it seems that the stem is not an alloclassic but rather a competitor product type zweymüller. If so, the stem-head combination has to be considered off-label use. About one year before revision the patient reported progressive hip pain and limping. In a follow-up visit osteolysis has been detected in the acetabulum and the proximal femur as well as a displacement of the cup. This is in agreement with the x-rays taken four months before revision surgery in early (B)(6) 2018 that show a large periprosthetic bone defect in the proximal stem area. In the pelvis overview of the same date, a radiolucent zone at the lower edge of the cup is present. Already four years ago in 2014 an increased radiolucency on the medial side of the stem and a radiolucent zone at the lower edge of the cup could be observed. In the 2018 pelvis overview x-ray it could be observed that the position of the cup has changed compared to the 2014 view. The revision report states that the cup is wobbling and that three of the screws are broken and can be easily removed. On the anchoring side of the sl titanium shell, there are only few remains of bone attachments and signs of loosening could be found. Two out of the five anchoring screws are broken. The features found on the shell¿s screw holes and on the screw heads point to some movement between the parts. The features seen on the parts of the metasul insert indicates that the inlay could probably move in the liner during the time in vivo. The screw used to remove the insert from the shell during revision changed the position of the inlay in the polyethylene liner. Therefore the actual state of the inlay in the liner at revision surgery stays unknown. The rim of the polyethylene liner shows signs of layer delamination and some cracks which can be attributed to material embrittlement due to oxidation. It is unknown if and to what extent the embrittlement contributed to the movement of the inlay in the liner. The histology report at hand described the presence of both polyethylene wear and metal wear in the analyzed material. The retrieval investigation indicates as potential sources of wear the micromotion between screws and shell, shell and anchoring side of insert, movement of the inlay in the liner and articulation wear. The appearance of the articulation surface of the metasul inlay points to a possible rim loading. This could be confirmed by the wear map of the inlay. Nevertheless, compared to, the annual wear rate found for the metasul pairing does not seem to be increased. However, due to the position of the wear zone of the inlay the wear area close to the bevel could not be measured completely. It could be assumed that the rim loading situation is a concomitant of the change in the position of the cup. The co and cr values measured in the patient¿s blood before revision surgery are within the reference values provided in the lab report. The wear particles, metal as well as polyethylene, generated from different sources could have possibly contributed to the osteolysis in the femur and the acetabulum probably leading to the loosening of the cup. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00560.

Event description:
Investigation has been completed.

Manufacturer narrative:
Concomitant medical products: item# 94.58.99, lot# 93107424, sl cementless shell 58mm; item# 60.01.28-58, lot# b21p2, pe insert sl with metasul; item# 19.28.07, lot# 93093440, metasul hd 28mm l 12/14. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k003758. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. X-rays, pictures of the explants, surgical report, patient lab report and patient medical record were received and will be reviewed as part of ongoing investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision approximately 24 years post implantation due to pain, cup loosening and osteolysis. Attempts to obtain additional information have been made; however, no more is available.